Manufacturer narrative:
The na electrode lot number is gdb58. The expiration date was not provided. The calibration was acceptable. The qc was not acceptable. A result outside of the acceptable range was observed on the day of the alleged event. The field service representative replaced an expired reference electrode and performed checks and tests. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium electrode results for 2 patient samples on a cobas c 303 analytical unit. Patient 1: the initial na result was 146 mmol/l, and the repeated result was 137 mmol/l. Patient 2: the initial na result was 151 mmol/l, and the repeated result was 138 mmol/l.